Event description:
It was reported that during surgery, the batteries of this complaint product has already been exploded inside of the sterile tray when the nurse opened the package. There was a patient involved but no harm reported. There was a 0-15 minute delay as a new device was prepared. Due diligence complete as no additional information indicated.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6) g2 foreign: japan. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product/provided pictures confirmed the battery pack was broken open and there was black powder from the battery expulsion within the sterile packaging. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.